Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The insulin pump had several scratches on the screen which made it difficult to read the screen. Customer also stated that the insulin pump had motor error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted. No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked reservoir tube lip, cracked case at reservoir tube window corners. (B)(4)